Event description:
It was reported to philips the device had a damaged ECG measurement panel port. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.